Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the stimulation should have been set to the left foot at the medical institution, but stimulation was currently in the right foot. Numbness and pain in the left leg, a group 1 strength 1.2 on. Unable to change group. Adaptivestim was off. Stimulation was turned off, but the way the stimulation was felt did not change. Patient was asked to consult with the medical institution. The issue has not resolved. Additional information was received. It was clarified that the statement "stimulation was turned off, but the way the stimulation was felt did not change" meant that original stimulus was not felt, and it was the same as when it was off, even if it was on. Cause of the issue and if adjustment of patient¿s settings was not determined. The information was reported to the doctor, and it was requested to take action at the next outpatient visit. Resolution is unknown, no further information from the doctor since then as to the action.